Event description:
It was reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off in the back of the patient's mouth. No serious injury to the patient was reported.